Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control (qc) were passing within specifications at the time of the event. There is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. The customer was assisted over the phone by the customer technical support (cts) who advised the customer to perform instrument verification. The customer performed a passing system check, passing calibration, and passing qc. The customer also performed a passing precision test with a %cv (coefficient of variation) of 5.1% which is well within the expected variability of the assay per the access hstni instructions for use document. The customer was provided documents regarding non-reproducible false positives and sample handling. In conclusion, the primary cause for this event cannot be determined with the provided information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2025, the customer reported erroneously elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 440519) patient results were generated on the customer's access 2 analyzer (part number a25640, serial number (B)(6)). The following results were obtained on one patient sample: the original result for the patient was 10,022.6 ng/l. The patient had been in the hospital for two days when this result was generated, and the patient was administered heparin treatment. The sample was repeated twice with results of 2.8 ng/l. The customer stated that there was no death or injury to the patient as a result of this change to treatment. There were no hardware errors or issues with other assays reported in conjunction with this event. System check was run on (B)(6) 2025 and passed within specifications. Calibration passed on (B)(6) 2025 with reagent lot 440519 and calibrator lot 440055. Quality controls (qc) have been passing within the laboratory¿s established ranges. There is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. No sample integrity issues were reported by the customer.